Event description:
Device malfunction: partial deployment, stent migration. Time of migration: during procedure. Symptoms/ae: 1 ) hypotension, 2) hypertension, mi, acute renal failure. Time of symptoms/ae:1) during procedure, 2) post procedure. It was reported that during a stenting procedure of the left renal artery, the stent, partially deployed and eventually was deployed in an unintended site. The physician advanced the stent past the lesion without predilatation. As he attempted to pull the stent back towards the lesion and into position, the stent began to dislodge from the catheter. The balloon was inflated, deploying approximately 3/4 of the stent, but the remaining distal 1/4 portion would not deploy. The physician then deflated the balloon and tried to advance it through the undeployed distal end of the stent, but was unsuccessful. The balloon was removed with the intention of trying to use another balloon to appose the partially deployed stent, however wire access was lost after the balloon was removed. After several unsuccessful attempts to place a guidewire, left brachial artery access was obtained and a guidewire advanced through the stent. An agiltrac was advanced to the stent, and the stent moved distally into the renal artery. The agiltrac was inflated inside the partially deployed stent and the stent then deployed completely into the renal artery, distal to the target lesion.

Manufacturer narrative:
The agiltrac is being reported under mfg report number 2024168-2006-00541.